Event description:
On (B)(6) 2013, the patient contacted animas about another matter and left a message stating she was currently in the hospital. No other information was provided. This complaint is being reported as there is insufficient information to rule out the pump as being contributory to the hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.